Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint. The full name of the initial reporter listed is (B)(6). At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a helium leak. The iabp was sent to the biomedical engineering department for inspection. It is unknown under which circumstance the event occurred or whether a patient was involved. However, no adverse event was reported.